Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had a beep anomaly. The customer¿s blood glucose level was 98 mg/dl. The customer reported that they had beeps for every 15 minutes. The customer was advised to monitor the pump and call if issue recurs. The customer insulin pump will not be returned for analysis.